Event description:
According to the reporter, after firing, there was a leak in the staple line. A flap of serosa and submucosa was exposed. Add'l 5 suture points were needed to correct. Surgeon decided to perform ileostoma to secure the staple line. Extra or time was about 40 minutes. Procedure: resection.